Manufacturer narrative:
Visual examination of the returned device confirms implant fracture mid-shaft; with good fixation distally and little to no fixation proximally. Both the presence of ¿stair-step¿ stage I fatigue characteristics and the amount of the fracture surface exhibiting fatigue characteristics indicated high-cycle low stress fatigue failure. Additionally, visual examination of the stem strongly suggested little bone ingrowth proximally on the stem prior to fracture, which suggested the stem did not have good proximal fixation in the patient¿s femur. Lack of proximal fixation coupled with good distal fixation can lead to disproportionate loading of the stem, which can lead to increased cyclic stress amplitude at the lateral mid-region of the stem. The hip stem was cyclically loaded beyond the material endurance limit, resulting in fatigue crack initiation and propagation. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient is female and (B)(6) years old, did revision surgery in (B)(6) 2012. One week ago (around (B)(6) 2015), the patient felt pain on her leg and was admitted in hospital on (B)(6) 2015. Ultrasonic test indicated the solution handle is broken. The patient is still in the hospital and waiting for further revision surgery. Additional information: the patient is negotiating with hospital for compensation issue. Furthermore, she wishes to talk with (B)(6) representative for detailed product issue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).